Event description:
It was reported by medical staff that a patient reported to the emergency room with complaints of a severe headache. The patient rapidly became unresponsive and obtunded. A head computed tomography (CT) revealed an evolving 1.5 cm area of hemorrhage. Support was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: serious and life threatening adverse events, including death, stoke and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device location is unknown.

Manufacturer narrative:
No autopsy or explant of pump was performed. IFU: stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines and pump management). With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.